Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to monitor for the next hour and see if it was optimal to calibrate at that time. The customer was advised that we will replace the sensor for him incase that he had to remove. The customer was advised that we will call back just to report that he removed it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.